Manufacturer narrative:
(B)(4). Investigation: a terumo bct service rep checked out the sealsafe and the associated spectra device and found leakage current, voltages, connections, and alignments of all associated parts to be within appropriate specifications. The device performs operations as intended, there is no indication of a device malfunction as the cause of this incident. A review of the internal product non-conformity system was performed for this catalog number to determine any production issues and none were found. Root cause: undetermined. A known hazard associated with the use of the seal safe is radio frequency (rf) burns to the operator. By placing one's finger next to the cutter/sealer head jaws during operation of the unit, the operator can receive an rf burn or what feels like a shock. The trima operator's manual cautions the operator to ensure that the sealing head and tubing are free of moisture before operating the seal safe to avoid possible electrical arching. In addition, the manual warns the user to not place fingers within 1 inch of the seal safe's sealing jaws while sealing to avoid possibility of receiving a radio frequency burn.

Event description:
The customer reported that an operator received a small shock on her thumb while using the seal safe. The operator described that she felt it throughout her body and became lightheaded, but did not lose consciousness. The operator was checked out in the emergency room and no additional wounds were found. There was no additional medical intervention required and there was no additional issue with the operator after she was checked out. The customer declined to provide the patient's age or weight due to hipaa concerns. This report is being filed due to medical intervention via an ER visit.